Event description:
Patient presented in the emergency room for an infection. The patient's lead was removed and antibiotics were administered.

Manufacturer narrative:
A review of the device history record was performed and no anomalies were found. The complaint reports that the patient's lead was removed prior to the planned end of treatment date due to an infection. The patient presented at the emergency room (ER) for assessment of the issue and was administered intravenous (IV) antibiotics for treatment of the issue. The patient was reportedly prescribed oral antibiotics for further treatment of the issue. Blood tests performed at the ER to test for infection confirmed the presence of bacteria in the patient's blood (i.e., bacteremia); additional information regarding the type of bacteria identified was not available at the time of investigation. No additional information regarding resolution of the reported issue was available at the time of investigation. If additional information becomes available regarding resolution of the issue, this investigation will be updated.